Event description:
A customer contacted baxter's (B)(4) to report that the home patient (hp) was vomiting and felt nauseous while on the homechoice (hc) machine. The nurse stated that the hp thought he was sick, however, he drained about 4500 ml. The fill volume was 2700 ml, this meets increased intra-peritoneal volume (iipv) criteria. The nurse stated that the hp has not had any alarms and had not bypassed. The hp stated that the power went out on this occurrence date, however, he had disconnected. Tsr arranged to have the hc swapped. On (B)(6) 2010 product surveillance contacted the peritoneal dialysis nurse regarding the reported symptoms. According to the nurse there was no patient injury or medical intervention associated with this report. A new cycler was received and the patient has not had any problems since.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated by the (B)(4) for the reported event of iipv. The (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The reported iipv was neither confirmed in logs nor duplicated during (B)(4) evaluation. Therefore, the assignable cause was undetermined. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.